Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump's bolus history did not match the amount of boluses delivered. This complaint is being reported because the reported issue indicates that there may be an issue with insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/6/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: during investigation, the delivered boluses were calculated for (B)(6), the delivered boluses on each day matched correctly the total daily dose (tdd) bolus history. Manually performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. The pump was exercised for 24 hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. There were no errors, alarms or warnings noted during testing. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.